Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: there was information that the scope connector had dirt. Olympus, therefore, determined that the phenomena required investigation as a foreign material case. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited the knob wire (k-wire), adhesive around the light guide lens, and the connecting tube had foreign objects. There was no patient involvement.